Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of the device. A partial lead with the distal tip measuring 51.5cm was returned for analysis. Internal insulation abrasion was noted at 20.5-21.4cm and 24.4-24.7cm from the distal tip. The etfe coating was intact at these locations.